Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed and the insulin pump passed the prime test. The time was one hour behind.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.